Event description:
During an atrial and ventricular pacemaker electrode extraction via the subclavian vein, the pt developed hypotension. The procedure was aborted. The following day tamponade was noted with subsequent pt death.